Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) has demonstrated noise on all three leads for several months and multiple episodes or diverted episodes. It was reported that this patient has a history of seizures, a slow intrinsic heart rate, has received inappropriate shocks, and pacing inhibition when the noise has reached a large enough amplitude. It was noted that the device has always operated normally when tested and that all lead diagnostic readings are normal.,